Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips jammed inside the jaws of the device. The procedure was completed with another like device. There were no pt consequences.